Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number it states,"improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. Do not modify implants. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
It was reported patient underwent a shoulder comprehensive stem arthroplasty on (B)(6) 2012. During the procedure, when the surgeon was putting on the comprehensive fracture positioning sleeve, the metal shaft twisted inside of the plastic handle and the surgeon was unable to turn the coin driver. The surgeon then tried to use a pair of pliers on the metal shaft and went straight to the stem, no longer requiring the coin driver. As a result, the humeral positioning sleeve remained in the patient.